Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized on the same day as onset of the peritonitis event. The patient was treated with vancomycin, ciprofloxacin, and rocephin (intraperitoneally,dosage and frequency not reported) for the event. Four days after hospitalization, the patient was discharged and was recovering from the event. Pd therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.